Event description:
It was reported that within three days post implant the right atrial (ra) lead dislodged. The event was reported from the (B)(4) study. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.